Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(6). The investigation determined that the device operated within specifications. The reported complaint could not be confirmed on the device since it could normally detect ac mains power and recharge the internal battery. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4). The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).